Event description:
The users hearing performance is affected after a head trauma. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the limited information received from the field a damage of the stimulator housing following the reported external impact to the device appears possible. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
After head trauma, the user was unable to hear with the device. The user was re-implanted on (B)(6) 2023. Unfortunately, the explanted device could not be returned for further investigation as it was destroyed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.